Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that during a femtolaser cataract surgery the laser procedure was uneventful. During the cataract surgery, the surgeon went into the anterior chamber from lateral incision and viscoelastic was injected into the anterior chamber. The main incision was also opened, the surgeon went into the anterior chamber and free-floating anterior chamber was removed. When the surgeon entered the phaco handpiece, he noticed that the descemet membrane bore down on the phaco tip. The surgeon had to remove half of the descemet membrane that was bigger than a capsulotomy. Additional information has been requested, but not received to date.